Manufacturer narrative:
Onyx residue was found inside the apollo catheter hub and tip. The remaining onyx will not be returned for analysis as it was consumed in the event. In this event, user context may contribute to the reported issue as resistance was encountered during injection. There is no evidence suggesting that the onyx was defective, but rather a procedure related event. Per the onyx IFU: increased resistance to onyx les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Information received from the same report as MFR: 2029214-2016-00595.

Event description:
Medtronic received information that during arteriovenous malformation (avm) embolization of right aca (anterior communicating artery) the apollo microcatheter ruptured. It was reported that onyx was unable to flow through the microcatheter, the physician proceeded to exert more pressure and after 5 minutes of attempting, the physician removed the microcatheter and found it to be ruptured near distal end. No patient injury was reported. The patient was successfully treated with the use onyx.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.